Event description:
It was reported that during an alif procedure to implant interbody device at l5-s1, the inserter released implant when medial pressure was applied to the inserter. The device was changed to a different implant system. No pt complications were reported.

Manufacturer narrative:
(B)(4). Visual examination of the instrument did not reveal any material or functional issue in terms of fracture, cracking, wearing, or breakage. Dynamic arm opens and closes without issue and securely retains sample implant when closed. Sample implant used to manually test for potential disengagement. Could not manually induce inserter to failure or loosen retention of implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.